Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the upper left arm. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during third inflation for 1 minute, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good.